Event description:
A report was received that high impedances were measured during a lead revision procedure. Troubleshooting revealed that the high impedances were being caused by the ipg. The physician replaced the ipg and the procedure was finished.